Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/13/2016. The fse found disconnected tubing at port 10 of the distribution valve, dv. He replaced the tubing at the distribution valve and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak of 100 ml from a unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.